Manufacturer narrative:
Blood residue was observed on the adhesive pad and in the soft cannula. The cannula assembly and bottom housing were checked for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of this damage could not be determined. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 522 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. For treatment, manual injection was administered of 11 units given.